Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that ten years following cataract extraction with intraocular lens (iol) implant procedure and limbal relaxing incision, glistenings have been observed in a patient's iol. There are two medical device reports associated with this patient. This report is for the left eye. Additional information was requested.